Event description:
It was reported that it was unable to pace during use. The catheter was replaced and the problem was solved. It was unknown whether the patient had a history of cardiac conduction defect or what examination or procedure this catheter was used for. Patient demographic was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter. The customer report of pacing issue was able to be confirmed. Continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken under the balloon. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint for pacing difficulty was able to be confirmed through objective evidence from the product evaluation. Based on the available information, the failure mode is associated to a manufacturing defect. A pra was generated to cover full open and intermittent condition for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required at this time. A device history record review was completed and documented that device met all specifications upon distribution.